Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent unexpected resets occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery.